Event description:
On october 12, 2009, a boston scientific corporation employee became aware of an article, "accuracy of percutaneous core biopsy in management of small renal masses" by rou wang, et.al. Published in urology 73: 586-590, 2009. The following info was derived from this article: an easy core biopsy device was used during a percutaneous core biopsy of the renal mass. According to the article, the pt was evaluated in the emergency room for flank pain and was provided with appropriate pain management. Attempts have been unsuccessful to obtain add'l info. This report is for one of two devices. Refer to associated manufacture report # 3005099803-2009-05232 for description of the second device.

Manufacturer narrative:
The complainant was unable to provide the suspect device model number or lot number; therefore, the device manufacture and expiration dates are unk.